Manufacturer narrative:
The customer was sent a replacement transformer. The product was received on 6/9/2016. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported seeing a spark from the exposed wires on her 920710 (prior to rev l) transformer, which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to medela customer service on 5/23/2016, that the cord on her pump in style advanced-on-the-go-tote breast pump adapter is frayed and the wires exposed. The customer reported seeing a spark from the exposed wires.